Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6). Device was returned to pharmacy.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device.